Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in date of insertion - (B)(6) 2010, (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-event injury updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (batch no. 727103) inserted for female sterilisation. The patient's medical history included adenomyosis uteri, multiparous and endometrial hyperplasia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in date of insertion - (B)(6) 2010, (B)(6) 2009. Right: 1 trailing coil, left: 5 trailing coils. Product insertion date updated from (B)(6) 2009 to (B)(6) 2010. Lot number: 727103 manufacturing date: 2010-03 expiration date: 2013-03 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-may-2021: quality safety evaluation of ptc(product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (batch no. 727103) inserted for female sterilisation. The patient's medical history included adenomyosis uteri, multiparous and endometrial hyperplasia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in date of insertion - (B)(6) 2010, (B)(6) 2009. Right: 1 trailing coil, left: 5 trailing coils. Product insertion date updated from (B)(6) 2009 to (B)(6) 2010. Lot number: 727103. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information, patient dob, medical history, product lot number, product removal date, rcc added. Product insertion date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.